Manufacturer narrative:
Analysis found corroded bearings. Handpiece had blade stuck in side of housing, removed blade and also replaced rear seal and bearings, added excluder. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the blade broke off in drill during pre-operative. There is no patient impact.